Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. Components adjacent to the damaged yaw pulley did not show damage.

Event description:
It was reported that prior to starting a da vinci-assisted urethroplasty surgical procedure, the fenestrated bipolar forceps was observed to have damaged/torn plastic on the cable. The device was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was found to be defective during central processing. The plastic was slightly dented which was observed under the microscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.